Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was performed in (B)(6). During procedure, which involved nephrons tony and ureteric stent insertions, the nitrex wire became stuck on a 1.6mmx22cmx30cm stent during removal after stent deployment. The physician felt a pop then noticed the tip had detached. The tip has not yet been removed. Another procedure will be scheduled in the future to remove it. The investigation of the returned nitrex wire was performed on (B)(6) 2015. The complaint of detached tip is confirmed. The core wire presents residual indications of tensile strain over the 1.22cm proximal of the core wire fracture.